Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass, the trocar was leaking gas when a 5mm instrument was placed inside. It was also reported that there was a seal damaged. The surgeon just dealt with the leaking trocar to complete the case. There was no patient injury.